Event description:
Additional information received from the patient reported that they notified their healthcare provider (hcp) about the sudden numbness and tingling from ear to neck on (B)(4) 2016. They are not sure what led to the issues and are still working on it, with it being stated that the issue hasn't been resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia. It was reported that when patient turned off stim, patient experienced sudden numbness and tingling from ear to neck. It was like stim was turning on and off. It was noted that it went away. When patient turned stim back on the day of this call, that sensation came back. It was indicated that patient had the sensation from ear to shoulder. Patient stated this was new.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.